Manufacturer narrative:
(B)(4). Potential lot #'s can't confirm: 64051304 (manufacturing date 5/29/2018 expiration date: 5/31/2028) or 63980247 (manufacturing date: 3/30/2018 expiration date: 3/31/2028). UDI# - (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during insertion of screw into the femoral cutting jig with the driver, the head of the screw sheered off. In removing the screw the jig was damaged in the process.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Previously reported that product was returned. Fractured piece was returned. Location of remaining piece is unknown. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the head of the fractured screw was still assembled to the screw inserter/extractor. The remaining piece of the fractured screw was not returned. Sem analysis of the fractured screw identified the fracture was due to a torsional overload. The eds semi-quantitative elemental analysis of the mis screw showed that the composition was nearly consistent with 17-4 ph stainless steel; however, the eds results are inconclusive to say if the cr wt. % is out of specification as the analysis is a semi-quantitative method and has an approximate error of 0.5%. No evidence to indicate a non-conforming part was identified by the eds analysis. Review of the device history records for the screw could not be performed as lot identification is necessary for review of device history records. Lot identification was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.